Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient brought in their external controllers and said they hadn't been working for quite some time. Caller stated they plugged the controllers in and got them to power on. Caller was then trying to connect to ins without patient present. Agent reviewed general use of external devices. Patient was not present during phone call. Agent attempted to clarify if caller meant the external controllers were not working because they were depleted or if there was an alternative reason, but caller's answer was unclear. Additional information was received, patient rep reported they can't get connected with patient's implant. Caller reported getting device not responding message on call. Caller confirmed placing communicator directly on patient's implant and stated they have tried repositioning communicator multiple times. Reviewed placement of communicator on patient's implant. Caller continued getting device is not responding on call despite trying to reposition communicator several times. Reviewed eos and implant longevity overview. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. When agent asked for event date, caller stated it's been last year, it's been a while and stated they tried to use it to "reset it" and it did not work and that was like a month ago. Reviewed process for patient's healthcare provider to request rep if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.